Event description:
It was reported that one day post implant, the threshold was 2.5 v and the r-wave was 2-3 mv. Echocardiography revealed ventricular perforation. The perforation was repaired, and a new lead was implanted.